Event description:
Additional information indicates that the patient was stable following the procedure.

Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported the asymptomatic patient presented for follow up in clinic. The implantable cardioverter defibrillator could not be interrogated with a programmer. The device was on advisory for premature battery depletion. The device was explanted and replaced. The patient was in stable condition prior to the procedure. No further information was available.